Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "retained antibiotic spacers after total hip and knee arthroplasty resections: high complication rates" written by retained antibiotic spacers after total hip and knee arthroplasty resections: high complication rates" written by stephen m. Petis, md, frcsc, kevin I. Perry, md, mark w. Pagnano, md, daniel j. Berry, md, arlen d. Hanssen, md, and matthew p. Abdel, md published by the journal of arthroplasty 32 (2017) 3510e3518 available online 8 june 2017 was reviewed. The article's purpose was "was to examine survivorship free of septic and aseptic revisions, radiographic results, and clinical outcomes of antibiotic tha and tka spacer retention." Data was compiled from thas or tkas between 1996 and 2013 older than 18 years of age of which 17 were thas using antibiotic spacers and 34 were tkas using antibiotic spacers that were retained for various reasons. These cases are the focus of this study. It is noted that the article only identifies prostalac (depuy product) for use of tha spacers for the compiled data. Original implants were unknown and the antibiotic component for tkas are not identified. Therefore this complaint is only able to capture the prostalac product for adverse events associated with the thas. The article does not provide adequate information to determine accurate quantities as a patient or case can experience more than one adverse event. Depuy product utilized: prostalac system (cement, cup, stem, head). Adverse events: spacer revisions for the following reasons: periprosthetic femoral fracture, loosening of femoral component, loosening of acetabular component, dislocation, progressive migration of acetabular component, progressive migration of femoral component, pain, reinfection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.